Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device change out and lead revision procedure to the hospital on (B)(6) 2021. During examination of the leads, it was noted that the right ventricular (rv) lead was oversensing due to noise. The oversensing was reproduced with pocket manipulation. The physician suggested capping the rv lead as they were unable to program around it. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition before, during and after the procedure.